Event description:
Philips received a complaint on an avalon fm50 fetal monitor indicating that there was an audio issue; there was no sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and confirmed the reported issue. It was determined that the mainboard of the device needed to be replaced. An order was placed for a replacement mainboard to be sent to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.